Event description:
It was reported that the customer had a hard time adjusting her blood glucose levels since acquiring the insulin pump. The customer reported she bottomed out. Her blood glucose level was 366 mg/dl. Before the customer was on insulin pump therapy, her blood glucose levels ranged from 300-450 mg/dl. She also reported that she had an infection. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.